Event description:
Complainant alleged that while attempting to defibrillate a pt, the electrodes would not adhere to the pt's skin and the device displayed an "excessive impedance" message and were not able to deliver a shock to the pt. Complainant indicated that the clinician obtained another device to continue treating the pt, upon attempting to defibrillate the pt using this device, the device displayed an "excessive impedance" message and was unable to shock the pt. However, upon a second attempt, the clinician successfully shocked the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.